Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Spring pops out and will not engage.

Manufacturer narrative:
Examination of the returned srom* handle univ quik release was not able confirm the reported event. Functional testing was not able to recreate the spring popping out and not engaging. A worldwide complaint database search for the product code did not find any other reports related to a malfunction of the spring. Based on the inability to confirm the reported event, a root cause could not be determined and corrective action is not needed. Continue to monitor per sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.